Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an episode of low impedance. The lead was capped and replaced during a procedure for another lead.